Manufacturer narrative:
H.6 investigation summary the customer complaint is for one brush becoming dislodged from the handle of item number 491461 lot 41099. The customer stated that the patient¿s procedure was able to be completed and the brush head was removed. Material 491461 is purchased from an approved supplier and shipped to a bd facility in baltimore, md where it is dispositioned by qc prior to customer distribution. A review for quality notifications (i.e., inspection failures) for 491461 lot 41099 identified no issues. A retain analysis could not be conducted because retain samples of this product are not kept by bd. No sample was returned, and no pictures were provided. Therefore, no return analysis could be performed. The complaint is not confirmed. A twelve-month complaint review was performed and identified one prior complaint for the brush becoming dislodged from the handle of item number 491461. Complaints are trended at the mebane, nc facility and trigger levels have not been met.

Event description:
It was reported that while using bd rovers® cervix-brush® that there was a swab break. The following information was provided by the initial reporter: was there any patient impact?- "no long term harm- only from needing to be removed s/p being dislodged" customer reports that cytobrush dislodged from stem for cat 491461 lot 41099.

Event description:
It was reported that while using bd rovers® cervix-brush® that there was a swab break. The following information was provided by the initial reporter: was there any patient impact?- "no long term harm- only from needing to be removed s/p being dislodged." Customer reports that cytobrush dislodged from stem for cat 491461 lot 41099.

Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.